Event description:
A malfunction was reported on the pump by the caller. It was not specified whether there was an impact on the customer¿s blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.